Manufacturer narrative:
(B)(4). Date sent: 11/5/2020 d4: batch # t94n3n investigation summary the analysis results found that the er320 device was returned with no apparent damage and with a clip in the jaws. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining ten clips as intended. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation." The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #t94n3n. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that after a laparoscopic high anterior resection, an unformed clip was deployed into the surgical field when the x-ray was taken. The device was fired several times. The surgeon did not feel something wrong during use, and the jaws were not deformed. No additional treatment was required. Patient consequence was not reported, and patient is currently stable and staying in the hospital. No further information is available.